Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: h6: device history review: a device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the reported condition that the device had a sticky trigger, identified during service and repair, was confirmed. During assessment, it was determined the latch was broken, consistent with being dropped, or engaged with excessive force ¿ user error. The device trigger was difficult to press/depress, consistent with lack of lubicrant-improper maintenence. It was further determined that the impactor not operating was due to normal wear due to general tool degradation. The assignable root causes were determined to be traced to improper maintenance, component failure and user, which is user error. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure the impactor device trigger mechanism was broken and did not actuate the impactor. During in-house engineering evaluation, it was observed that the impactor did not operate, device latch was broken and the trigger was difficult to press/depress. It was determined that the device failed pretest for visual assessment, battery pack fit assessment, latch assessment, impactor operation assessment and final assessment. It was reported that there was no delay to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.